Event description:
It was reported that a message was displayed permanently stating about programming head initialized. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the programmer was powered off during retrieving data phase and when resuming from hibernation, the subject message was blocked because of a problem with service reconnection; thus synchronization issue.

Event description:
It was reported that a message was displayed permanently stating about programming head initialized. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the programmer was powered off during retrieving data phase and when resuming from hibernation, the subject message was blocked because of a problem with service reconnection; thus synchronization issue.